Event description:
Info rec'd indicates the stretcher appears to be set in brake mode; however the foot end brake would not engage (hold).

Manufacturer narrative:
The technician isolated the issue to a broken rocker arm at the foot end of the stretcher. The technician installed a brake/steer upgrade kit to repair the bed.